Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Per the designated business partner in (B)(4), the suspect component(s) are not available for return at this time. No sample return is expected so no further investigation can be performed.

Event description:
The customer reported that their vela ventilator displayed the vent inop, xdcr fault, and motor fault alarm conditions with an unexpected humming sound coming from the turbine and blender assemblies. The customer reported that there was no patient involvement.